Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, but the haptic tore. The lens was removed with no patient injury, and the back-up lens were implanted. A capsule tear had occurred, and an anterior vitrectomy was performed, but the reporter stated the event was not due to the lens. The patient's current prognosis is stable/good.